Manufacturer narrative:
The patient expired on (B)(6) 2013. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 years post-implant, it was reported that the patient was found unconscious on the floor at home by his spouse. Emergency personnel transported the patient to the hospital as it could not be determined if the patient was unconscious due to pump stoppage or if the patient was suffering from another medical issue. It was also reported that the wife stated the system controller alarmed the day before but the patient system controller alarmed the day before but the patient didn't want to contact the hospital. Additional information received stated when the emergency rescue team was transporting the patient to the hospital, they contacted the hospital and were advised by the cardiologist to perform fibrinolysis as they thought the pump had stopped. Once the patient was brought to the hospital, the hospital team examined. The patient and declared the patient had expired and the pump was explanted.